Manufacturer narrative:
Continued d.10. Concomitant therapies: ezetimibe, atorvastatin, lisinopril, allopurinol, valtres and prednisone (pre-existing macular edema). The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a patient was implanted with a xen®45 gts into the unknown eye. Approximately 6 weeks later, xen device was noted to be touching the iris but has not been occluded yet. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Hcp additionally reported, affected eye as right eye. Device remains implanted. Event has not been resolved.